Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained fentanyl and bupivacaine both at unknown concentration and doses. It was reported the patient saw an 8476error code (motor stall) on their personal therapy manager (ptm); no pump alarm was heard. The patient recently had an MRI for a reason not related to the device therapy; the MRI was ¿for the left¿. No patient symptoms/complications were reported. The patient was going to follow-up with their health care provider (hcp).